Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The field service engineer (fse) evaluated the device. The touchscreen assembly was replaced to address the issue. The touchscreen assembly was returned for failure investigation. The product meets specification. There was no product deficiency found. The power management board was also returned. The power management board was tested and there was no fault found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during patient use, the values in the touchscreen was bouncing back and forward. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user.